Manufacturer narrative:
On 30-sep-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the doctor opened up the implant box and discovered a completely ruptured implant. During evaluation of the device, it appeared intact. Leak testing revealed there were two (2) tears (a, b) located at the anterior view measuring approximately less than 0.1 cm. During the microscope examination, striations were detected in the edges of both ruptures. No other anomalies were discovered. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device before or during the implantation as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. There is no patient contact. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 600cc mentor memorygel breast implant ruptured preoperatively out of the box without patient contact. Hcp opened up implant box and discovered a completely ruptured implant. As a result, the ruptured device was replaced with 600cc mentor memorygel breast implant, catalog # 3506004bc, serial # (B)(4).